Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited low r-wave amplitudes resulting in oversensing and a delivered inappropriate shock. Device data was sent to rhythmcare for review. Rhythmcare discussed potentially reprogramming to the secondary vector to increase the r-wave amplitudes and mitigate further oversensing. Additional information was received that this patient experienced a seizure while exercising resulting in the device to exhibit noise. This device remains in service. No additional adverse patient effects were reported.